Manufacturer narrative:
Per the tandem user guide, ¿make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration. Taking medications with acetamino¬phen (such as tylenol) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 140 mg/dl, and the meter bg reading was 242 mg/dl. No additional patient or event information was available. Reportedly, the customer had taken medication containing acetaminophen. Tandem technical support educated customer that taking medications containing acetaminophen while wearing the sensor can give false glucose readings. Reportedly, the customer performed a calibration and cgm readings became accurate.